Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot#? ¿ not known, this has not been recorded. Same lot number for all 4 cases. Please clarify what do you mean by "needle was bending during each case, with the last case the needle snapping." Do you mean that there were 4 different patient events/procedures where needle bending occurred in each procedure and needle breakage occurred in the last procedure? Or 4 suture needles were used during the same procedure/ patient event? And all with same product code and lot as reported? The product specialist has confirmed that there were 4 different procedures. On all 4 procedures, the needles were noted to be bending and on the 4th procedure the needle eventually snapped. What part of needle was the breakage noticed ( i.e. Swage, central portion of needle, tip of needle)? ¿ to be confirmed. Please confirm, is the actual used or unused sample available to be returned for evaluation? ¿ snapped needle will be returned as both ends of the needle were removed from patient. What part of needle was the breakage noticed ( i.e. Swage, central portion of needle, tip of needle)? It is believed to have snapped on the central part of the needle, slightly closer towards to tip than the swage. This can be confirmed on receipt of the returned device by the investigators.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the needle snapped on the central part of the needle, slightly closer towards to tip than the swage. As the needle snapped on the last pass, no action was required to complete case. The broken needle pieces were removed from the patient during the procedure. The surgeon opined that being in a confined space could be the cause of this. There were no adverse patient consequences.

Manufacturer narrative:
The actual device was received. During the visual inspection, it was observed that the needle was broken in the middle, with several marks on the body and the tip that appears to be by the use of a needle holder. The cause of the needle could not be identified based on visual evaluation, so the needle piece was sent for scanning electronic microscopy (sem) evaluation. The sem evaluation revealed that the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. User error was determined to be the cause.